Event description:
I purchased a verseo eglide from (B)(4) gifts 3 years ago. I fell ill with fibromyalgia/chronic fatigue immune dysfunction syndrome, and became bedridden. I am disabled. Every single detail in my life was put on hold. Due to my extensive ill health, I was looking for ways to cut down on my energy expenditure. I saw the verseo eglide at (B)(4) and purchased it for $(B)(4) - which is expensive. When I finally gathered enough strength to use it, it wouldn't work. My husband is an electrician, and he said it was wired wrong. I contacted (B)(4) and was referred to verseo. I contacted verseo, and packaged the unit up, and paid to return it to them for an exchange/ to fix it. After a while, they returned the unit, minus the case and other components. I then had to undergo emergency surgery. After that, I began using the eglide. I used it over and over and over - for months - waiting for it to work. It never did. I contacted taylor, and was referred to verseo who referred me back to (B)(4). I called verseo today, and they flatly refused to refund my money - referring me back to (B)(4). I then learned, that (B)(4) misrepresented the product, as I was informed by verseo that after using the eglide, you have to pluck the individual hairs out, that you're trying to remove. It never stated that this painstaking step was involved in the explanation of the product on taylor's website. I attempted to speak with (B)(4), a customer service representative at (B)(4), and was verbally abused. She told me I had to accept the loss. This has been a wretched experience. You are working for your money, I'm certain that you do not want to waste it on devices that do not do what they claim. I am asking you to obtain my refund for $(B)(4). This experience has cost me time and money as well as frustration and anger. The $(B)(4) is a lot of money to pay for a device that does not do what it states by the manufacturer and seller that it will do. Please get back to me asap.